Event description:
Information received from the field does not address the patient's clinical status but notes that after the patient was cardioverted, the measured data exhibited a high current drain.